Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during this implant procedure, this lead had parameters that were abnormal. A different lead was implanted to complete the procedure. No adverse patient effects were reported.